Event description:
Boston scientific received information that during a system upgrade procedure when removing right ventricular (rv) lead from the old device, the operator failed to unscrew both screws on the pace and sense portion of the lead. The lead stretched with the conductor separating from the terminal pin while attempting to remove the lead from the header of the device. The lead was then detached by loosening the additional screw while the pin was cut from the lead and the rest of the lead was capped and abandoned. A new rv lead was used instead and was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.